Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: was the bleeding on the patients (sleeve) side? If yes, what was the cause of the bleeding? The bleeding was on the patient side. I¿m not sure what the cause of the bleeding was, which is why I submitted the complaint. Did the patient require a blood transfusion? No. How much blood was loss (ml)? Staple line was oozing, not bleeding excessively ¿ but it was enough for the surgeon to complain. On inspection of remnant side, staple line failed. What does this mean? The gastric remnant stales came apart upon inspection of the specimen ¿ on the specimen side. What color cartridges were being used? Green, black, and blue cartridges were used on the sleeve, all of which oozed. Was the patient male or female? Female patient. What is the current status of the patient? Patient has been discharged. The analysis found that the ple60a device was received in good visual condition and with five cartridge reloads present. Cartridge (c,d) ecr60b, l51w9g were received fully fired. Cartridge (e) ecr60d, k5ax9x was received fully fired. Cartridge (f) ecr60t, l52m5t was received fully fired. The returned reloads (c, d, e, f) were noted to be in good visual conditions. Cartridge (g) ecr60g, l51u3y was received fully fired. In addition, the reload (g) was noted to have the cartridge deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line. When this occurs, the knife plows the staples on the cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sleeve procedure there was bleeding at the staple line repeatedly. Upon inspection of remnant, staple line failed. Used with gore seam guard in all firings. Case completed with same two staplers. Ligamax used to ligate bleeding.